Manufacturer narrative:
A lumenis service engineer visited the site one (1) day after the reported event and examined the laser system. Unable to duplicate any reported "pulse rate high" errors, and upon completion of the evaluation, the engineer found the laser to be functioning according to manufacturer specifications. As a precaution, the engineer replaced the unit's control board. The system was re-checked and found to "function per lumenis specs and was returned to customer for clinical use" a review of the subject device user manual, 0637-117-01_k revealed that in cases when the advisory message "rate high" or "rate 20% high" appears on the control screen, the user is instructed to press the ready selector to clear the message and operation may continue. To the best of lumenis' knowledge the user facility opted to continue with an alternate laser rather than press the ready selector. A review of similar historical product complaints from the past two years shows that the same malfunction of "pulse rate high" has not led to serious injury. Although a cause for the "pulse rate high" error could not be established, lumenis believes that had the user press the ready selector, the error would have cleared and the operation could have continued. A review of subject device risk management files (1007143_b) revealed risk #2.13. System failure leading to prolonged procedure/re-operation is a recognized risk which has been quantified and found to be negligibly small. The risk has been characterized and documented as acceptable within a full risk assessment. Although the device malfunction did not cause or contribute to any change in the patient's condition, it is uncertain if the user facility had to use the alternate device as intervention to prevent permanent damage. In an abundance of caution lumenis is reporting this malfunction.

Event description:
A user facility reported that during a procedure in which a lumenis versapulse powersuite 100 w was being utilized, the system would not fire. The operator switched to a different system to complete the case. No report of patient injury was received, nor any report that the malfunction caused or contributed to any change in the patient's status.